Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes and unnecessary ventricular pacing. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.